Event description:
The customer reported the system was being used in a case and it displayed a filament regulator error message. The message was cleared by hitting a key. The message was displayed again. The system was rebooted and the message cleared. The case was completed with no further errors. Also when they went to send images to pacs the images were there but were mixed together with other test images from a prior service case. Additionally, the system was being set up for a case and the customer was not able to download the worklist. The system was removed from service. There was no patient injury reported with the problem.

Manufacturer narrative:
(B) (4). The ge service rep reformatted the hard drive according to the reformat kit. The drive completed the reformat process properly. When the system was rebooted, it would not complete the boot up properly. The debug monitor showed it stopped at the head check and would show zeros. He attempted again with the same results. The hard drive had failed. A new hard drive was installed.